Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had a scheduled appointment with their endocrinologist. At the appointment, the patient¿s cgm was reading 145 mg/dl and the bg meter was reading 378 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms, treatment, or medical intervention were reported. Later that day, the patient¿s cgm was reading 164 mg/dl and the bg meter was reading 389 mg/dl. Despite the inaccuracy, the patient continued to wear the sensor. The following morning, on (B)(6) 2025, the patient began vomiting. The patient¿s cgm was reading 250 mg/dl but no bg meter comparison value was taken at this time. The patient called his doctor and was advised to go to the emergency room (ER). At the ER, the patient¿s bg meter reading was 504 mg/dl and the patient was diagnosed with dka. The patient was treated with IV fluids and an IV insulin drip. The patient was in the ICU for 3 days before being discharged. The patient was ¿coherent¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid were taken during patient's scheduled appointment with endocrinologist. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when symptoms were experienced and in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.